Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during device implant, the mobile analyzer application crashed. It was further noted that lead analysis was able to be completed in a timely manner, using the application. The application remains in use. No patient complications have been reported as a result of this event.